Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error "failed to follow therapy steps" was confirmed. The root cause was undetermined. The product code for this complaint was unknown, however; two representative products were used to conduct a labeling review. Product labeling is sufficient for the reported user error for the representative product.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice during use during the initial drain. The technical service representative (tsr) found that the home patient (hp) was using the drain line extension for several weeks. The tsr advised the hp to change the drain line extension. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. She stated that she was unaware that the patient was reusing the drain line extension and that she would speak with him regarding the contamination risk. She stated that the patient's therapy had been going well otherwise, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.